Event description:
It was reported that the user attempted to replace a freestyle libre 3 plus sensor used with the ilet system, after which glucose readings disappeared and repeated pairing attempts through the caregiver¿s ilet app produced a notification that the sensor was not working; troubleshooting was completed, the user was advised to replace the sensor, and pairing of the replacement was to be confirmed, consistent with an intermittent communication failure involving the electrical/magnetic antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet app, characterized by intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.